Event description:
It was reported that the communicator's power cord was burned. The patient stated there was a possible issue with the electrical outlet that the power cord was plugged into. No reports of major storms and power outages. The communicator and cellular adapter will be replaced. No adverse patient effects were reported.